Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing explant surgery due to sound quality issues. It is noted that the recipient has been a non-user of the device. Explant surgery is scheduled.